Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: g2. Updated fields: h3, h6. Based on the results of the investigation, the root cause could not be confirmed. The foreign material could not be identified. According to the information provided by the customer, the device was reprocessed in accordance with the device instructions. The device had no damage at the area where the foreign material was found. A device history review showed no issues that could have caused or contributed to the reported issue. The potential for this issue is addressed in the device instructions for use. The operator's manual has relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope had foreign material stuck in the air/water nozzle. There were no reports of patient involvement.